Event description:
It was noted that a type c dissection occurred during the procedure after the 2.75 x 18mm cypher select plus stent was implanted, as the lesion was not covered by the stent. The patient was initially admitted with unstable angina in 2007. The patient had a lesion in the proximal circumflex. The lesion was type b1, de novo, and irregular and was 12mm in length with a vessel diameter of 3mm. The lesion had 80% stenosis. The patient had a 2.75 x 18mm cypher select plus stent implanted at 10atms. Then a 3.0 x 13mm cypher select plus stent was implanted at 10atms to treat a dissection. The patient's medications include the following: aspirin (intra and post procedure), clopidogrel (intra and post procedure), heparin (intra and post procedure), statins (post procedure) and beta-blockers (post procedure).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female with a history of hypertension and hyperlipidemia. This patient's history places her at increased risk of mace. The indication for admission to hospital was unstable angina. A coronary arteriogram revealed a 12mm, de novo, irregular, eccentric, non-calcified, type b1 lesion in the proximal circumflex producing an 80% stenosis. According to the IFU, cypher select is indicated for use in discrete lesions. The reference vessel diameter was 3.0mm. The lesion was treated by direct-stenting with a 2.75 x 18 mm cypher select stent at 10 atm and post-dilated. Subsequently, a type c dissection occurred, however, it was not reported if it was distal or proximal to the initial cypher. A 3.0 x 13mm cypher select stent was then implanted to treat the dissection. Pre-procedural medications were not reported. The patient received asa, plavix and heparin during the intervention. Post-procedural medications were asa and plavix. Gpiib/iiia inhibitors were not used and act values were not measured during the procedure. The stent remains implanted and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient factors that may have contributed. There is no clear indication this event was design or manufacturing related.